Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side rupture and implant removal from textured to smooth due to the concerns of the product. The device remains implanted.

Event description:
Physician confirmed, rupture. The device has been explanted and replaced.

Event description:
Patient reported left side rupture and implant removal from textured to smooth due to the concerns of the product. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken device on the posterior side assessed a surgical impact opening (shell thickness within specification) and missing shell assessed as inconclusive. Anxiety-product/procedure: unable to confirm as it is a medical event not related to the device. Additional observations: non-penetrating nicks on the shell. Brown biological tissue particles on the surface of the shell. No further actions are required as the device was implanted.